Manufacturer narrative:
H6 : health effect- clinical code: e1403. H6 : health effect - impact code : f2201; f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl, seroma - late, granuloma, and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: ¿cytogram corresponds to anaplastic large-cell alk negative lymphoma;¿ cd30+; ¿peri-implant seroma"; ¿seroma mass¿; ¿focal lymphoid infiltration, accumulations of giant multinucleated cells such as foreign bodies with asteroid bodies in them lipogranulomas in the subcutaneous fatty tissue¿.

Event description:
Healthcare professional further reported left side ¿cytogram corresponds to anaplastic large-cell alk negative lymphoma;¿ cd30+, ¿peri-implant seroma,¿ ¿seroma mass,¿ and ¿focal lymphoid infiltration, accumulations of giant multinucleated cells such as foreign bodies with asteroid bodies in them...lipogranulomas in the subcutaneous fatty tissue.¿ the device has been explanted. Patient¿s prognosis was stated to be "positive."

Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Explant surgery has not been confirmed. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Physician reported unknown side bia-alcl diagnosed by immunocytochemistry. Pathological markers confirming alcl have not been received. The device remains implanted.